Event description:
The device fails to work and reports error codes (code e13) all the time, roughly 40% of the time. Turns out this happens when too much or too little blood is applied. It is far too difficult to properly operate, the meter needs internal software controls to prevent this problem, like all other meters sold today. It is a defective design, and should not have been approved as is for sale.